Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. The following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Case description: customer called experiencing the watchdog alarm on their 8015 when powering up (no serial number available). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: informed the customer this could be the power supply board, switching power supply board, or logic board. Recommended sending in for repair. After providing our fixed level pricing, the customer will call back with a purchase order. Ended call.